Event description:
Customer's wife reported her husband was unable to test due to a persistent error 4 message on the display of his freestyle lite blood glucose monitoring system. Customer experienced symptoms of blurred vision, cold feet, increased thirst and his breath had a fruity odor. Customer went to the hospital where a reading of 563 mg/dl was obtained. The treatment reported was insulin, unspecified intravenous fluids and oral medication were rendered to stabilize the glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.